Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that low sensing and high capture thresholds were observed. As such, the lead was repositioned. Patient was reported to be in good condition after event.